Manufacturer narrative:
B3: bsc aware date used as event date as it is unknown. With all the available information, boston scientific (bsc) concludes: device technical analysis. The watchman flx? Pro was not returned; therefore, returned device analysis could not be completed. Device history record review. A review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0035080309. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant did not seal, implant movement/shift and device explant. Risk review. A risk review was completed and confirmed that the events of implant did not seal, implant movement/shift and device explant were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that device shift requiring surgical removal occurred. A left atrial appendage (laa) closure procedure was performed using intracardiac echocardiography (ice) and fluoroscopic guidance. A 27mm watchman flx pro closure device was implanted and the patient was discharged. At a routine follow up, it was revealed that the closure device shoulder had shifted into the windsock portion of the laa, resulting in a residual leak. The physician determined that surgical removal of the device would be required.

Manufacturer narrative:
B3: bsc aware date used as event date as it is unknown.

Event description:
It was reported that device shift requiring surgical removal occurred. A left atrial appendage (laa) closure procedure was performed using intracardiac echocardiography (ice) and fluoroscopic guidance. A 27mm watchman flx pro closure device was implanted and the patient was discharged. At a routine follow up, it was revealed that the closure device shoulder had shifted into the windsock portion of the laa, resulting in a residual leak. The physician determined that surgical removal of the device would be required.